Manufacturer narrative:
The customer indicated the devices were discarded.

Event description:
General report received of an unspecified number of undocumented incidents of unrestricted flow. The tubing sets were being used to deliver unspecified solutions. The cair clamps were being used to regulate the flow of the solutions. It was reported that minutes after the nurses regulated the flow, it was noted that the flow rates changed to unspecified rates. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.